Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction, left arm pain, ischemia and in-stent restenosis (isr) occurred. In (B)(6) 2011, an unspecified size taxus liberte paclitaxel-eluting coronary stent system was implanted in mid right coronary artery (rca). In (B)(6) 2012, the patient presented with left arm pain. Patient¿s troponin values were elevated (peak troponin= 9.570 ng/ml, uln= 0.034ng/ml) and myocardial infarction (mi) was noted. In addition, the patient also experienced ischemic symptoms and was referred for cardiac catheterization. Coronary angiography was performed and revealed 95% focal isr of previously placed taxus stent in mid rca. The lesion was then treated with pre-dilatation and placement of a 3.0 x 16mm promus drug eluting stent. Following post dilatation, residual stenosis was 0%. The event was considered resolved without residual effect. Two days post procedure, the patient was discharged on aspirin and prasugrel.